Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for poor barrier separation with the incident lot [was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA, (CAPA # (B)(4)), has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that 35 bd vacutainer® cpt¿ cell preparation tubes with sodium citrate experienced missing additive, noted after use. The following information was provided by the initial reporter: material no. 362760, batch no. 8340763. Phone call received, I am with the user facility. I would like to call in an issue we have been experiencing with these tubes (362760) not separating the red blood cells after centrifugation. It has affected 35 tubes that we couldn't use for testing and just had to toss out. We were unable to send the samples for testing. The lot number is 8340763, I have no exact date as it's been happening here and there.